Event description:
It was reported that pump experienced repeated malfunctions with malfunction code displayed as malf 0 and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support helped reset pump, confirmed that pump was under warranty, and arranged shipment of replacement pump with updated software; customer was instructed to place pump in storage mode, return it within 10 days using provided materials, and then program pump settings and connect continuous glucose monitor on replacement pump.